Event description:
It was reported that a study participant using the ilet and an infusion set (contact detach) experienced an occlusion that prevented insulin flow, with a peak blood glucose of 234 mg/dl which resolved after changing the supply, and the participant noted multiple similar occlusions from the same box of supplies; a separate report of adhesive not sticking was initially mentioned but the participant later confirmed only occlusions and clogs, with the affected lot identified. Customer care provided support that included analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the infusion set, with findings indicating a deformation problem localized to the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.